Manufacturer narrative:
Approximate age of device ¿ 1 year and 3 months. The explanted device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: the pump was returned to the manufacturer for evaluation. Examination of the pump blood-contacting surfaces found a denatured ring of tissue-like thrombus adhered to the inlet bearing. The tissue showed laminated layering, indicating the ring formed over an undetermined period of time. Examination of the outlet stator found a tissue-like thrombus adjacent to the outlet bearing. A portion of the deposition was pulled out of the stator with the pump rotor during disassembly. The tissue did not show any laminated layering, indicating the thrombus did not form in the outlet stator. The observed thrombi would have contributed to the reported increase in lactate dehydrogenase. The evaluation could not conclusively determine the cause of the thrombi. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the percutaneous lead found it to be unremarkable. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. (B)(6).

Event description:
Additional information was received from the (B)(4) registry indicating: elevated ldh of 1453 with power and flow spikes. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis and abnormal pump parameters. Thrombus event: intravenous anticoagulation. Device malfunction: yes. Device malfunction causative factor: sub therapeutic anticoagulation. Patient outcome: exchange.

Event description:
The patient was implanted with a left ventricular assist device (lvad). In early (B)(6) 2015, the hospital staff suspected thrombosis because the patient¿s lactate dehydrogenase (ldh) was between 700 u/l and 1200 u/l; however, there were no other indicators. On (B)(6) 2015, the patient was admitted from the clinic with an inr of 1.8 and ldh of 1453 u/l. The patient¿s urine was found to be dark and (B)(6) for blood. There were no high powers/flows or alarms. The patient was placed on heparin. CT did not indicate thrombus in the inflow conduit or outflow graft. A ramp echocardiogram was performed. The patient¿s aortic valve was not closing and the left ventricle would not decompress below speeds of 11,400 rpm. On (B)(6) 2015, the pump was exchanged and the original inflow conduit and outflow graft were left in place.